Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had dislodged. The lead was successfully explanted and replaced on (B)(6) 2016. The patient tolerated the procedure well and was in stable condition post surgery.